Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. The product returned for evaluation was a 4 fr single lumen powerpicc catheter. The returned product sample was evaluated and multiple splits and cracks were observed in the catheter tubing just distal to the molded joint. Slight discoloration of the catheter tubing and molded joint was observed and a hard substance was observed on the surface of the catheter around this location. While a specific root cause of the damage could not be identified, the observed features and location of the damaged suggested chemical degradation, catheter securement, and/or catheter access/maintenance techniques may have contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported partial rupture of the device near the junction between anchorage fins and catheter start during use. No other information was provided.